Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (battery charger will not recognize a battery) has been confirmed. As received, the battery charger/modem was unable to recognize or charge a battery. Upon investigation the battery charger/modem had liquid contamination and an open crystal oscillator. The cause of the failure was contamination on the battery pca and an open crystal oscillator on the bedside board. The root cause for the contamination was ingress of an unknown liquid. The root cause for the open oscillator could not be positively identified. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor returned battery charger/modem sn (B)(4) and reported that the battery charger/modem was unable to recognize or charge a battery.